Event description:
It was reported that during surgery the universal modular electric-battery double trigger handpiece would not turn off when pushing the off button. Then while the device was lying on the table it switched on automatically without assistance. The surgeon could not turn it off until it was unplugged. There was no patient harm; however there was a delay in surgery for approximately 15 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.